Event description:
Patient allegedly received an implant on (B)(4)2013 via the right internal jugular vein due to bilateral deep vein thrombosis (dvt). Patient is alleging device tilt, vena cava perforation, one anterior strut perforates the ivc wall by 8mm and contacts the right iliac artery. Patient notes and further alleges "blood thinner since filter was placed. Chest pain. Blood clot in lungs", limited mobility, requires assistive device for ambulation. Per the (B)(4)2013 ivc (inferior vena cava) filter placement: "a cook celect filter was then deployed in an infrarenal location. Final venacavagram demonstrated adequate placement of the filter". Per the (B)(4)2018 CT abdomen and pelvis, review: "the hook of the cook celect retrievable ivc filter is at the l3-4 interspace. The ivc filter is severely tilted posteriorly and the hook contacts the ivc wall. One (1) anterior strut perforates the ivc wall by 8mm and contacts the right iliac artery. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, b7, h6 (patient and device codes) h6 (device code): appropriate term/code not available (3191) for device perforation investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anticoagulation, chest pains, blood clot in lungs, limited mobility and requirement of assistive device for ambulation is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56." This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2013". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.